Event description:
It was reported that an asymptomatic patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have post-sensed t-wave over-sensing. Corrective programming changes were recommended. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received